Manufacturer narrative:
This lead was surgically abandoned. As a result, boston scientific crm is unable to confirm the clinical observations. No additional information is available at this time. This event will be reopened if any additional information is received.

Event description:
Boston scientific crm received information that during a change out procedure the terminal pin on the right ventricular lead separated. As a result, this lead was surgically abandoned.